Manufacturer narrative:
Unit was unable to prime during prime and a33 test due to faulty gold force system sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus attempts. Customer also indicated that there is a crack in the pump display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained the no delivery alarm to the customer but customer was unable to troubleshoot pump at the time of call. Customer was advised to do a complete set change and to call back if further issues. No further information was provided.